Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device estimated battery longevity dropped from 5 years remaining a year ago, to 1 year remaining today. Suspected premature battery depletion (pbd). A request was made to have data from this device analyzed. A technical service (ts) consultant advised to additional information is needed from the device, for them to review. At this time the device remains implanted. No adverse patient effects were reported.